Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Unit also received with minor scratched lcd window and cracked reservoir tube lip. Corroded electronic assembly noted during visual inspection. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer reported of wearing insulin pump in pants pocket while on a boat. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.